Event description:
It was reported that the patient presented for an implant procedure. During the procedure, the lead's helix retracted unintentionally after slitting the catheter. Repositioning attempts were made, however, the lead exhibited high capture threshold. The lead was not used, and a new lead implanted. The patient had no consequences.

Manufacturer narrative:
The reported events were unacceptable capture threshold and helix mechanism issue. The reported event of helix mechanism issue was confirmed. Visual examination of the lead found that the helix was partially extended and clogged with blood/tissue. After cleaning and applying torque directly to the connector pin, the helix was able to retract and extend. The cause of the reported event of the helix mechanism issue was isolated to the helix being clogged with blood/tissue. The reported event of unacceptable capture threshold was not confirmed. Visual, x-ray, and electrical testing was normal with no anomalies found.